Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had upstream occlusion occurred upon device power up in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'upstream occlusion ' was not reproduced. A review of the event history log (ehl) revealed multiple events of "upstream occlusion!" Alarm however downstream testing results or failures cannot be determined through the log. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.